Event description:
Surgeon attached the glenosphere impactor/extractor to the trial 36mm glenosphere, during that action the threaded tip of the instrument broke off. All pieces were retrieved without any issue for the patient. The event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts related to the lot # involved (1410318) did not show any pre-existing anomaly on the glenosphere impactor/extractor. A total of (B)(4) instruments were manufactured with this lot number, without receiving other signalings on the lot number. We also received the broken instrument; a visual analysis of it confirmed that it broke on the upper part of the thread. It's possible that the thread of the extractor was not correctly screwed into the trial glenosphere, leading to possible multi-axial forces during the tightening, and possibly contributing to the instrument breakage. We repeated the measurement of the hardness near to the broken thread of the extractor; an average value of 42 hrc has been measured. The values detected comply with those recommended by the astm a564 (minimum allowed 40 hrc) for the aisi 630 h900 heat treated. Before becoming aware of this event, as an improvement, limacorporate has increased the thickness of the threaded section of these impactors/extractors, in order to further enhance the mechanical strength of the thread. These new instruments (model # 9013.74.141) are available on the us market since january 2014, and until now we received no complaints on them. As we received a limited number of complaints on the model # 9013.74.140, also these impactors/extractors are still available on the us market; in the future, they will be replaced completely by the new model # 9013.74.141. Limacorporate will keep monitored the market to promptly detect the possible recurrence of such issue.